Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of perforation is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the reported calcium in the anatomy resulting in the failure to advance. As the device was being withdrawn, interaction with the anatomy resulted in the reported stent dislodgement. The treatment appears to be related to the operational context of the procedure as a snare device was used to attempt and retrieve the stent and an additional stent was used to treat the perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a calcified lesion in the circumflex (cx). The 2.25x18mm rx xience alpine stent delivery system (sds) was advanced to the left main (lm) however interacted with the calcium and failed to cross. During retraction, the stent dislodged from the balloon. A snare device was used to retrieve the stent however resistance was met during retraction due to the calcified anatomy and the right femoral artery was noted to be perforated. The guiding catheter, snare, and dislodged stent were removed as a system. A covered stent was deployed to treat the perforation and another 2.25x12mm xience alpine was used to treat the target lesion. There was a clinically significant delay in the procedure due to the snaring of the dislodged stent and treatment of the perforation. No additional information was provided.